Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient had experienced seizure and no intervention or actions had been taken to resolve that issue. It was also reported that the patient was having memory loss and nausea at 2 weeks post implant. It was noted that the patient had no known prior medical history of seizure activity. The patient status at the time of the report was alive-no injury. The issue was not resolved at the time of the report.

Event description:
Additional information from the healthcare provider (hcp) reported that the patient was seen and tested and results were partial epilepsy and other rheumatology issues. The patient was still following with specialists. The hcp noted that the nausea was resolved, there were no recent episodes of memory loss, and seizures were being controlled with medication. They also noted that the patient was given antibiotics for "trpr". The cause of the seizure, memory loss and nausea remain unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.